Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an automix 3+3 compounder with an inoperative red, orange, and green station volume keys was not confirmed nor reproduced by baxter personnel. Visual examination and functional tests were performed. No root cause was identified, as no evidence of product malfunction was observed. As a precaution, the control module keypad was replaced during refurbishment. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported an automix 3+3 compounder with inoperative red, orange, and green station volume keys. This condition occurred during manual programming in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.